Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup therapy to maintain insulin delivery, and a replacement pump with updated software was sent.